Manufacturer narrative:
(B)(4). Allergan has not received the product at this time. Therefore no analysis or testing has been done. Death is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of death as follows: "undergoing any type of surgical procedure involves risks (some serious) such as the effects of anesthesia, infection, swelling, redness, bleeding, pain, and event death, which need to be balanced against the benefits of the surgery itself."

Event description:
Clinical research organization pt died on (B)(6) 2014 due to liver failure. This record is for the left side.